Event description:
It was reported the customer experienced occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual dose injection and then resumed insulin administration.